Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted unilateral inguinal hernia surgical procedure, the customer observed the maryland bipolar instrument moved abnormally just after installing. Prior to calling, the customer already replaced the instrument with backup maryland and was continuing the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The surgeon felt wired when moving the instrument. No report of any shakiness and/or friction experienced/observed. No report of any instrument-to-instrument or system arm-to-arm interference. No report of any external collisions. The user replaced the instrument right after the symptom occurred.